Event description:
Caller stated she had an omnipod insulin pump that malfunctioned. On (B)(6) 2020 caller tried to inject her insulin and noticed the needle was bent and could not inject. In the process her blood sugar went up and she lost consciousness and fell into a coma. She was hospitalized for eight (8) days. Caller stated that her health has not been the same since the incident. She stated that the manufacturer lied to FDA about the malfunction of the device.